Event description:
On (B)(6) 2014 during a review of programming history, it was observed that a faulted system diagnostic test occurred on (B)(6) 2005 which resulted in a settings change. The settings change was not noted during that appointment as no final interrogation was performed. The settings change was not found until the next appointment and not corrected until (B)(6) 2006.

Event description:
Review of device programming history identified that on (B)(6) 2006, only the magnet output current was adjusted. On (B)(6) 2006, all settings were adjusted.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
(Serial #); corrected data: this information was inadvertently left off of initial MFR. Report.